Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver passed the charge and boot testing. The receiver log was downloaded and reviewed, finding no errors related to the complaint within the investigation window. It was observed that the user acknowledged some of the alerts before audio alert was triggered. The receiver functional test was performed, and it passed all relevant testing. The global receiver communication tool test was performed, and it passed sound tests. Manual "try it" testing and was performed and passed. The receiver case was opened for an interior inspection, and passed. The speaker audio intermittent test was performed and passed. Speaker resistance was measured and passed. The reported event of no audio output was not confirmed. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver had no audio output. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver having no audio output could not be determined. A probable cause could not be determined.